Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a removal surgery to remove the implants and put in a cement spacer